Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The break in aseptic technique was further specified as touch contamination from unwashed hands. The peritonitis manifested as cloudy effluent and abdominal pain. The patient was treated with vancomycin (2 gms (one dose) intraperitoneally (ip)) and fortaz (1.5 gms daily ip) but did not require hospitalization. The patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.